Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the up arrow, down arrow and ok keypad buttons were intermittently unresponsive and required hard presses to activate a response. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. (B)(4).

Event description:
On (B)(6) 2012 the reporter contacted the animas corporation alleging that all of the keypad buttons were intermittently responding. The reporter stated that the buttons multiple hard presses to respond. The reporter did not provide any information regarding the condition of the keypad. The reporter stated the pump was worn under garment against body. There is no reported adverse event with this complaint. This report is made based on the allegation of a keypad malfunction.